Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Could not confirm the customers complaint "stopped working". The ui500was tested for over 1 hour and did not fail. However, the system events. Log shows error 322 (restart device) occurred 3 times. A new pressure sensor board will be installed as a precautionary measure. It was suspect that some type of electro interference is causing the failure. Example: keep heated insufflation tubing separate from electro surge cable to prevent interference. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.